Event description:
Reported blood glucose results of "6.1, 5.4, 4.9, 4.6, 5.8 and 4.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips have been replaced.